Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, during testing of this right atrial (ra) lead, high threshold measurements were noted and there was a slight drop in p-waves. After re-testing, all measurements were acceptable and the ra lead was connected to the device and implanted. The following day, loss of capture and high threshold measurements were observed on the ra channel. The ra lead had dislodged causing the patient to be in slow bradycardia as they were 100% paced in the ra. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Continuity and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.